Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft¿ and might be contributed by user related, example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had inflated the balloon prior to insertion and it would not deflate. After repeated manipulation with the syringe, they were finally able to deflate the balloon. While they were examining the product, the urology physician assistant approached and they showed the issue they were having. Stated that they had seen this on multiple occasions in the office. Patients come in with foleys that had been placed here at the hospital and they were unable to get the balloon deflated for removal. The pa said they believed it was happening with the foley kits they were using here, not the stand alone coude catheter that they typically use in the office. They recognized that it was not recommended to inflate the balloon to test it, but they had this issue more than once, and so the nurse did test it. Recently, they had to consult urology to remove a foley they had placed on a patient and even with cutting the balloon port, it still could not be removed. The pa eventually had to run a wire up through the port to pop the balloon, which was not an ideal scenario.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.

Event description:
It was reported that the nurse had inflated the balloon prior to insertion and it would not deflate. After repeated manipulation with the syringe, they were finally able to deflate the balloon. While they were examining the product, the urology physician assistant approached and they showed the issue they were having. Stated that they had seen this on multiple occasions in the office. Patients come in with foleys that had been placed here at the hospital and they were unable to get the balloon deflated for removal. The pa said they believed it was happening with the foley kits they were using here, not the stand alone coude catheter that they typically use in the office. They recognized that it was not recommended to inflate the balloon to test it, but they had this issue more than once, and so the nurse did test it. Recently, they had to consult urology to remove a foley they had placed on a patient and even with cutting the balloon port, it still could not be removed. The pa eventually had to run a wire up through the port to pop the balloon, which was not an ideal scenario.